Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, successfully ablated left veins, when in the right superior it was noted that the wire was stuck and would not pull back or advance. It was indicated that the guidewire could not be removed as normal and the guidewire was advanced past the tip when pulled out. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.